Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): over infusion.

Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. The history files revealed no abnormalities. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device was slightly contaminated and showed age-based marks of use. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to iec 60601-2-24 was performed. All measured values are within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.